Event description:
Patient was in the bore of magnet. He was told to inform staff if he became warm. Exam was almost completed when patient reported to staff that both his arms were starting to feel a little warm. Pads had been placed between arms and bore of magnet. Scan was immediately stopped. Arms were not red or hot to touch.